Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The unit had cracked and bleeding lcd glass. The following cosmetic damage was noted: minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her screen was cracked after she fell; half of the screen was cracked. The drive support cap was also cracked and flushed. The patient's blood glucose at the time of incident was 101 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.